Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported air embolism could not be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report air embolism. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and a restricted posterior leaflet. After inserting a steerable guide catheter (sgc), when the dilator and wire were about to be removed, air was observed in the left atrium via a transesophageal echocardiogram (tee). While aspirating, the device was immediately removed, but air remained in the left atrium. When air was sucked from the tip of the sgc, most of the air was removed. The procedure was continued. The procedure was completed with one clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.